Manufacturer narrative:
Product event summary:the full lead was returned and analyzed.analysis was performed and no anomalies were found.the distal lv (low voltage) electrode of the lead was covered in blood and body tissue/fibrotic growth.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that before implant of the lead the physician tested it and saw the lead pin move linearly in lead body by a few millimeters back and forwards. The lead was not used and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.